Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Pacemaker implanted on (B)(6) 2023. During the first interrogation that occurred on (B)(6) 2023 morning (one day after implantation), abnormal value was observed such as : lead impedance measurements & time to rrt reached. In addition several warning were raised : reset observed on (B)(6) 2023 rrt detected on (B)(6) 2023 magnet rate : 4294967295. Last battery voltage measurement was too low the device was explanted on (B)(6) 2023, psa measurements on both leads revealed regular values (a: 623ohms & v: 637ohms).

Manufacturer narrative:
Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure. At reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended.

Event description:
Pacemaker implanted on (B)(6) 2023. During the first interrogation that occurred on (B)(6) 2023 morning (one day after implantation), abnormal value was observed such as : lead impedance measurements & time to rrt reached. In addition several warning were raised : reset observed on (B)(6) 2023 rrt detected on (B)(6) 2023 magnet rate : 4294967295 last battery voltage measurement was too low the device was explanted on (B)(6) 2023, psa measurements on both leads revealed regular values (a: 623ohms & v: 637ohms).